Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was lost to follow-up. Patient presented in clinic after several years with high capture threshold. During device replacement due to normal eri, the lead was found dislodged. The lead was capped and replaced.